Event description:
It was reported that pump experienced malfunction alarm with malfunction code that occurred without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on how to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.